Event description:
It was reported that there was a crack around the reservoir. The customer stated that there was a chunk out of the plastic and the reservoir was just hanging, but the customer put it back in. The customer declined to provide their blood glucose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring and cracked reservoir tube.